Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was loose. Both up and down pitch cables were loose and becoming undone at the wrist. Additional observation by failure analysis found the instrument main tube to have scratch marks. The distal end of the main tube had various scratch marks with light material removed. The scratches were .163-.168 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however main tube scratches were to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci hysterectomy procedure, the wires were kinked at the wrist on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.